Event description:
The bipap a40 ventilator was returned and evaluated for foam degradation by a third-party service center. The device evaluation found no foam particles in the device. Error code e-96 was noted to have occurred indicating a ventilator inoperative condition of failure of the outlet pressure sensor. Replacement of the printed circuit board assembly is required to address this issue. However, no repairs were completed because the customer requested that the device be scrapped. The device will be included in the fsn 2023-cc-src-039.